Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had reached eri after 45 months of implant. During the replacement surgery, it was noted that the insulation on the rate-sensing portion of the chronic endotak transvenous defibrillation lead was abraded.